Event description:
Baxter sales representative reported to baxter corporate product surveillance a one-link IV extension set in which the tubing burst. According to the report, the patient was taken to a CT scan, where the line was injected with contrast at 225psi. This resulted in the tubing bursting. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A review of the directional insert was completed and it was found that the direction inserts were found to be sufficient in providing information concerning which product codes should or should not be used for power injection.